Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient connected during the priming cycle. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 5. Gts explained that a large amount of air had entered into the disposable set. The patient elected to discard the supplies and notify their nurse of any missed therapy, and being connected during the error. The patient explained that they had called their nurse earlier as he had connected during priming and was having problems priming with the same supplies. The patient further explained that their nurse advised them to never be connected during priming. No injury or medical intervention was reported.